Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter would not power off. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The alleged issue started when the patient reportedly first obtained the subject meter (unknown date/time). It is not known how the patient manages his diabetes or if changes were made to his usual management routine. After the start of the alleged issue, the patient claimed he felt his blood pressure elevate and his heart was racing. The patient reportedly went to the emergency room (ER) and obtained a blood glucose result of "350 mg/dl" with the ER meter. The patient alleged he was kept in the ER until they were able to "bring his sugar down." The patient could not specify treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.